Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was resolved without sequela may 13, 2015.

Event description:
Additional information received reported the covering of the leads disconnected at one end. The surgeon had re-connected the covering, so the lead was fully covered and insulated with no wires showing.

Manufacturer narrative:
Correction: due to updated procedures.

Event description:
Additional information received reported no cause was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the installation that covered the wires pulled away and exposed the wire of having a protective covering. This occurred when the patient went in for a replacement. It was noted that "the leads to have installation off the lead." No actions were taken as an intervention. No diagnostic tests were performed. No symptoms were reported. The outcome was ongoing. Relevant medical history included: epilepsy

Manufacturer narrative:
(B)(4).